Event description:
Originally we were informed that this lead had been removed because it was cut by the surgeon while positioning an lv lead. On (B)(6) 2012, we received additional information that this lead was removed due to pocket pain and diaphragmatic stimulation. The associated device was surgically removed from pocket and this lead was explanted and replaced. The device was returned to the original pocket and reimplanted.